Manufacturer narrative:
The cycler passed all testing, including successful prime and alarms testing which verifies the proper functionality of the cycler and sensors. The device was functioning as designed with no malfunction. A review of the device history record (DHR) for the cycler was performed and revealed that the device met all specifications and requirements prior to release from manufacturing. The cartridge was received and the device passed all visual, pressure and flow testing. The device was found to function as designed. A review of the device history record (DHR) for the cartridge was performed and revealed that the device met all specifications and requirements prior to release from manufacturing. A review of case records was conducted and there were no emerging trends or systemic issues identified. (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 9 mar 2018 from the home therapy nurse (htn) regarding a (B)(6)-year-old female who became unresponsive while performing a standard home hemodialysis treatment on (B)(6) 2018. Approximately two and a half hours into treatment the patient experienced an upset stomach, gasped and became unresponsive. The patient received cardiopulmonary resuscitation (CPR) and was transported to the emergency room where she expired on (B)(6) 2018. The cause of death was cardiac arrest. The htn stated that, per the physician, a relationship between the event and nxstage products or therapy could not be excluded.